Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported issue was unable to be confirmed. Delivery accuracy was found to be beyond control specifications of +/-3% but inside published specifications of +/-6%. The pump's expulsor will be trimmed as a preventative measure but the device functioned as intended otherwise. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a cadd legacy pump gave failed accuracy by +18.5%. The reported event occurred during testing. There was no patient involvement in the reported event.